Event description:
It was reported that the patient's catheter became dislodged/migrated out of the subarachnoid space. The patient's pump was explanted. There were no signs or symptoms reported. The patient outcome was reported as "no injury". The medication being delivered via the device system was morphine sulfate.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.